Event description:
Retailer reported that a patient experienced an infection. Upon follow up with the patient she states after putting lenses into her eyes she felt itching & redness in her right eye. After first examination, she was referred to the hospital where she began treatment. The patient states she was diagnosed with a corneal ulcer and was hospitalized for 8 days. After hospitalization she was treated for 1 month with antibiotherapy. Patient states she has loss of vision and her visual acuity is 10/1. Patient does not want to provide treating doctors information.

Manufacturer narrative:
The contact lens involved in the event was not available and no lot number was provided. Based on all information, no casual factors can be determined, and no conclusion can be drawn.